Manufacturer narrative:
(B)(4). Batch # m5548k. Additional information was requested and the following was obtained: can you please confirm which portion of the stapler came apart when the gun was opened after removing the cartridge (handle, firing trigger, closing trigger, cartridge pan/metal tray came off of cartridge, etc.)? I was not able to confirm this. The device is being returned for analysis so you should be able to develop a conclusion. Did any piece break off of the device? Yes. If yes, did it fall into the patient? No. If yes, was it retrieved? If yes, is it returning with the device? Or, was the piece discarded? The analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge reload present. The tr35w cartridge was received fully fired and with the cartridge lock out tab normal. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the stapler came apart when the gun was opened after removing the cartridge. Another like device was used to complete the procedure. There were no adverse consequences for the patient.